Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 97745nt (serial: (B)(6)); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the programmer screen is blank/unresponsive. Caller stated they have removed the battery pack and reinserted and still it will not power back on. Caller stated they have tried plugging the controller into the wall charger and leaving it connected all night and it still wont power on. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is 50 percent and implant is 30 percent. Caller is worried that even though it says it is recharging now, in a few minutes it will stop and it will not increase the charge percentage. Agent agreed to hold and let the controller charge for a few minutes and confirmed the controller increased to 70 percent. Agent recommended charging controller to 100 and then they can charge implant. Agent re viewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.